Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 5 weeks, decreased sensing values and increased threshold values have been reported via home monitoring. The patient was called in for a follow up, where a lead dislodgement could be confirmed by x-ray. The lead was successfully repositioned and remained implanted at that time. The lead is still active and implanted.